Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the heat damage on the back flex, which was observed during evaluation. A component on the back flex was found to be heat damaged. The rear case was replaced to correct the condition. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, heat damage on the back flex was identified. There was no patient involvement.